Event description:
Diagnostic catheter inserted into patient's heart. Catheter then bent into a shape it was not designed to. The catheter was then unable to be advanced or retracted from the patient's body for a few minutes. Eventually the bend was able to be straightened by manipulating the handle and then removing it from the pt's body. The pt did not appear to be harmed by this manipulation.